Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified IV solution. The solution container was spiked with the tubing set. The tubing set was connected to the pt and the cair clamp was closed. After an unspecified length of time in use, the nurse noted that 500ml of solution was delivered to the pt. The tubing set and solution container were replaced. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.